Event description:
It was reported that "there was humidity inside the sealed device". No patient involvement.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "there was humidity inside the sealed device". No patient involvement.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, the customer provided a photo for analysis. Based on the evaluation of the photo, the complaint was confirmed. A device history record review was performed and no relevant findings were identified. The manufacturing site reports a CAPA was opened to further address this issue. The sterile lot for this complaint is 20g17. This indicates the product was produced prior to the CAPA implementation. Therefore, all the root cause analysis and implementation of corrective actions regarding on this defect will be managed through a non-conformance.